Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. Device analysis revealed a kink in the sheath assembly from femoral marker to the proximal end. A kink was observed in the sheath assembly from femoral marker to the distal end. A kink and a damage were encountered in the lapjoint area of the sheath. Impedance testing shows a good unit wave form. It was observed that the catheter leaked when it was flushed. During image characterization testing, a good square image appeared in the ilab system. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that lost image occurred. The target lesion was located in a severely calcified coronary artery. An opticross imaging catheter was used to view the target lesion. During percutaneous coronary intervention (pci), lost image occurred. The procedure was completed with this device. No patient complications reported. However, device analysis revealed a damage at the sheath lap joint section of the device.